Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found unable capture, had low impedance measurements and had under-sensing issues. The rv lead was explanted and replaced. The patient was in a stable condition.